Event description:
Information received indicates the head hi/low function of the bed is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to the emergency trend valve. The emergency trend function was working. He replaced the emergency trend valve to repair the bed.